Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had repetitive motor error alarms. The customer¿s blood glucose level was 137 mg/dl at the time of the incident. Drive support cap was correct. The insulin pump will not be returned for analysis.